Event description:
The surgeon provided additional info stating the intraocular lens (iol) was not left in place due to a preexisting capsular radial tear and inadequate support. The event was described as unrelated to the iol.

Event description:
A user facility reported that during implantation of an intraocular lens (iol), the haptic tore the capsular bag. Additional info has been requested.